Event description:
It was reported that the lead could not be fully inserted into the right ventricular port of pulse generator header during implant. The lead was successfully inserted into a new pulse generator and implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.